Event description:
It was reported that the user experienced frequent low glucose events while using the ilet, describing that meal announcements delivered more insulin than expected, leading them to under-announce meals to reduce insulin; despite this, glucose reportedly fell into the 50s and required significant carbohydrate intake to recover, and a factory reset was completed with additional training assigned. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with the medical device problem and device component not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.